Manufacturer narrative:
All available information was investigated, the returned device analysis confirmed mechanical jam due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a conclusive cause for the knotted lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is being filed to report the difficulty noted during removal of the lock line with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds), the cap on the lock lever had a leak and was stuck on tight on the lock lever. Therefore, it was decided not to use this device in the procedure. A new cds was advanced to the mitral valve and during an attempt to deploy the clip, resistance was noted during removal of the lock line; therefore, this clip was not deployed. There was no knot visible. A third cds was prepared and advanced without issue and the clip was deployed successfully, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.